Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 463 mg/dl. Troubleshooting was performed and nothing was found. The customer decided to change their basal rates on their own. No product is returning.